Event description:
Customer reports leaking from the connector on the extension set while injecting contrast in interventional radiology. It is unk from the picture provided whether the injection of contrast originated from the t-connector as designed, or from the maxplus clear removable connector. There is no pt harm or medical intervention. The customer stated that no further pt/event info is available.

Manufacturer narrative:
(B)(4). Unable to determine the cause of the customer's reported leaking connector because the set has been discarded by the customer and will not be returned. The root cause of this failure could not be identified.